Manufacturer narrative:
S/w version 5.2a. Retainer ring = black. Pump case = ngp. Customer returned pump for alleged exposure to moisture and unspecified cosmetic damage found on 22-feb-2023. The pump passed the displacement test, self test, and p-cap locks properly into the reservoir compartment. The pump was cut open for visual inspection and found dried insulin in the motor slide, a corroded home switch, and moisture on pcba 1, pcba 2, force sensor, and the motor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube). Unspecified cosmetic damage confirmed during analysis. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The pump passed the displacement test self test, and p-cap locks properly into the reservoir compartment. The pump was cut open for visual inspection and found dried insulin in the motor slide, a corroded home switch, and moisture on pcba 1, pcba 2, force sensor, and the motor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube). Damaged retainer ring confirmed during analysis. Exposed to moisture confirmed on pcba 1, pcba 2, motor, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported cracks in the pump. Troubleshooting was performed. The customer reported pump was exposed to fluid and found fluid in the reservoir compartment. No further details were provided. No harm requiring medical intervention was reported. The customer discontinued using the device and the insulin pump was returned for analysis.